Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contractures, baker grade iii-IV, the level of lymphocytes was high."

Event description:
Patient reported "capsular contractures, baker grade iii-IV, the level of lymphocytes was high." This relates to left side. Device has been explanted and replaced with non-abbvie.

Event description:
Patient reported "capsular contractures, baker grade iii-IV, the level of lymphocytes was high." This relates to left side. Device has been explanted and replaced.

Event description:
Patient reported "capsular contractures, baker grade iii-IV, the level of lymphocytes was high." This relates to left side. Device has been explanted and replaced with non-abbvie.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.